Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7, d10, e1, h6 and h11. B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized on the same day as peritonitis diagnosis. The patient was treated with injection epime (250mg, once daily, intraperitoneal, discontinued), injection vancomycin (1gm, intraperitoneal, discontinued) and injection heparin 1000 units (unknown dose, each bag, intraperitoneal, discontinued) for peritonitis. It was reported that on an unknown date, the patient was discharged from the hospital and antibiotic treatment was discontinued. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, fever, and abdominal pain. The cause was not reported. It was reported that the patient was hospitalized for the event. Treatment was not reported. It was reported that the patient outcome was unknown. Pd therapy was ongoing. No additional information is available